Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the patient was feeling dizzy and was brought in to the hospital with a low heart rate, complete heart block and syncope. The right ventricular (rv) lead pacing threshold had intermittent capture. The lead was checked through the analyzer, during routine device change out, and had marginally high threshold. The physician and the patient were content with the threshold. As the physician was sewing the pocket up, the threshold increased and was high. The physician brought the patient back, reopened the pocket, capped the rv lead and implanted a new lead. No further patient complications have been reported as a result of this event.